Manufacturer narrative:
Retainer ring = black. P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage in pcb 2. After swapping pcb 2 with a test board, sleep current measurement passed. Low battery alerts noted in the pump history on 07/14/2021 at 4:39am and on 07/16/2021 at 2:33am. Therefore, battery change occurred in less than 1 week. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the side by battery compartment. Insulin pump had received low battery alert prior to replace battery alert, it was less than 8 hours from low battery alert to replace battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.